Event description:
It was reported that the screwdriver tip broke when advancing screw into the body. The procedure was completed using another screw driver.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.

Manufacturer narrative:
Method: device history review; device inspection; complaint history review; risk assessment. Results: the returned reflex hybrid revision driver screw extractor was confirmed to have the distal tip broken off, when advancing screw into body. No anomalies were found in the manufacturing records that may have contributed to the reported event. The likely mode was determined visually as torsional overload. The instrument failure is believed to be the result of user-error. The surgical technique states that "while the screw extractor is attached to the screw, pivoting or angulation of the instrument must be avoided as this can cause bending or breaking of the inner shaft ". The surgical technique also states that "the screw extractor must be axially aligned with the screw trajectory and fully seated in the screw head before inserting or tightening the inner shaft ". Conclusion: the instrument failure is believed to be the result of user-error. However, the exact cause of the breakage cannot be determined and is likely multifactorial.

Event description:
It was reported that the screwdriver tip broke when advancing screw into the body. The procedure was completed using another screw driver.